Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead there was placement difficulty. The lead could not fully be entered into the sheath because of what appeared to be the insulation gathering in one area and creating a larger bulge in diameter than that of the sheath. It was also noted that there was a slight level difference in the joint portion of the superior vena cava (svc) coil. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the overlay tubing of the lead became extrinsically distorted due to kinking/buckling. The overlay tubing was pulled/stretched/overstressed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the lead inserted into an introducer. The overlay tubing is buckled at 46 cm between the rv and svc coils. The overlay tubing was torn and pulled inside out from the proximal end near the distal end of the svc exposed coil. If information is provided in the future, a supplemental report will be issued.